Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed no sensor inserted during a sensor session. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2022. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.